Manufacturer narrative:
Device not available for return. Investigation in process, but not yet complete.

Event description:
Pt was originally treated for tumor removal (axis point through the frontal bone) on (B)(6) 2010. Hydroset was implanted over the burr hole. It was later noted during a scan on (B)(6) 2011 that the hydroset had migrated from the original position and moved south into soft tissue. Revision surgery took place (B)(6) 2011.